Event description:
It was reported that pump displayed malfunction alarm malf 16 and could not be reset, with no notable events occurring prior to the issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode and return it using a prepaid label, and technical support arranged shipment of replacement pump, confirmed shipping address, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.